Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient informed pain and capsular contracture for the right side but the symptoms got better after clinical intervention, performed by the physician. The device remains implanted. Treatment for the right side: manual decapsulation.